Event description:
It was reported that during unpacking for a coronary drug eluting stenting treatment procedure, stent damage was observed. The physician unpacked the 3.00x16mm taxus express2 drug eluting stent and noticed that the tip was bent and the stent struts were flared. The device was not used and had no contact with the pt. The procedure was successfully completed without complications using another of the same device. The pt condition is listed as fine.